Event description:
Medtronic received information that this 16mm bioprosthetic valved conduit, implanted five years, exhibited mild to moderate insufficiency. The physician indicated that the distal end of the conduit showed moderate to severe tissue overgrowth, causing restriction/stenosis. Due to the constriction, a transcatheter valve implanted inside the conduit was not an option; therefore, the conduit was removed and replaced with another valved conduit (25mm) from medtronic. It was reported that the patient is doing well after replacement. Post-operative echocardiogram showed no evidence of right ventricular outflow track insufficiency.

Manufacturer narrative:
Product return: no product has been returned for analysis. Product return has been requested after release from hospital pathology. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information received, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 16mm bioprosthetic valved conduit, implanted five years, exhibited mild to moderate insufficiency. The physician indicated that the distal end of the conduit showed moderate to severe tissue overgrowth, causing restriction/stenosis. Due to the constriction, a transcatheter valve implanted inside the conduit was not an option; therefore, the conduit was removed and replaced with another valved conduit (25mm) from medtronic. It was reported that the patient is doing well after replacement. Post-operative echocardiogram showed no evidence of right ventricular outflow track insufficiency.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, a 6.2 cm (long side) section of the valved conduit was received for analysis. Pieces of host tissue were received with the valved conduit for analysis. Two 2.4 cm longitudinal cuts were noted on the short side; through two leaflets. Two existing support bands were noted. The existing leaflets were flexible except where host tissue and mineralization was noted. Two leaflets were cut through longitudinally. One leaflet appeared occluded with host tissue extending around the outflow. Moderate tissue deterioration observed in two existing leaflets along the inflow margin of attachment appeared to be due mineralization. Host tissue covered the tops of all commissures which made it slightly difficult to determine the condition. Pannus appeared to have lined the existing outflow end, covering the tops of all commissures and occluding one leaflet. A ring of pannus received with the conduit appeared to have occluded the inflow. Three smaller pieces of pannus were received with the valved conduit. Radiography showed mineralization surrounding the leaflets with traces in the ring of host tissue. Conclusion: the device history review of this device was reviewed and no anomalies were noted that would have impacted this event. A 6.2 cm (long side) section of the valved conduit along with pieces of host tissue was received for analysis. Pannus appears to have lined the existing outflow end, covering the tops of all commissures and occluding one leaflet. A ring of pannus received with the conduit appears to have occluded the inflow. Moderate tissue deterioration observed in two existing leaflets along the inflow margin of attachment appear to be due mineralization. Based on the analysis, the constriction of the distal end of the conduit appears to be caused by calcification and pannus formation. A conclusive cause of calcification and pannus could not be determined. However, these are known failure modes for bioprosthetic heart valves and are generally patient related conditions. In addition, it is possible that patient growth may have also contributed to the explant of the device as it was reported that the 16mm contegra conduit was replaced with a 25mm hancock conduit. The instructions for use for the contegra conduit states that ¿as this conduit is indicated for patients aged less than 18 years, reoperation and replacement of the contegra pulmonary valved conduit may be indicated because of the patient¿s physical growth¿. No trends have been noted for this event type. Quality assurance will continue to monitor trends.